Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device suture reload was loaded onto the device the needle fell out. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles. Some plastic shearing of the toggle switch was noted. The needle was not received. A pmv needle was loaded onto device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle.

Manufacturer narrative:
(B)(4).